Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported their bite feeling off, back teeth make contact before the rest of their teeth. Patient provided bite video and provided information on bite feeling off. Advised a two week bite rest due to posterior open bite.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.